Event description:
It was reported that the patient presented in the clinic with chest pain, dizziness and syncope episodes. Upon device interrogation, it was noted that the right atrial (ra) exhibited high capture threshold and high pacing impedance. Chest x-ray was performed and confirmed ra lead dislodgement. The ra lead was explanted and replaced on (B)(6) 2025. The patient was in stable condition.